Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and leak testing did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the spike¿s air vent. The set was spiked with paclitaxel. This occurred before the patient was connected. There was no patient involvement. No additional information is available.